Event description:
Healthcare professional reports result higher than expected during cath procedure with hemochron elite microcoagulation system. Liquid controls generated out of range high results for abnormal control. The test was repeated and did not meet specs. The customer used the instrument during cath procedure. The pt was given 5000 units of heparin. Ten to 15 minutes later test was run and generated result of >400 seconds. The test was repeated with no change in heparin dose and generated result of 175 seconds. The instrument was switched to an unspecified device and procedure was completed without incident. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 reference itc complaint: (B)(4) (cuvette lot #e1jlr076; control lot #k0dla043). Method: MFR/eval/investigation in process. Device record history for cuvette lot and control lot was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: record eval completed. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.